Manufacturer narrative:
Patient information was unavailable from the site. The name of the initial reporter is unavailable. The occupation of the initial reporter is unavailable. The device was not returned for analysis, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. The issue occurred intraoperatively during the select patient/acquire scans task. It was reported that the navigation device recognized the patient tracker but not the imaging device tracker. The manufacturer representative tried to recognize both trackers on the imaging device, but the issue was not resolved. The mr restarted the imaging device and the navigation device and the issue was resolved. The surgery was completed with imaging and there was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding this case. The procedure was a transforaminal lumbar interbody fusion (tlif) and there was no delay to the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding this case. The procedure was a transforaminal lumbar interbody fusion (tlif).